Manufacturer narrative:
Device evaluated by MFR: unit was returned with its original pouch batch 26468090. The unit returned was broken in two parts. The wire was returned unloaded from delivery sheath and the filter bag came back in good state. The filterwire was kinked at the proximal section. The delivery sheath and wire were detached at the proximal section. Under the microscope it was further noted that the sheath detached with evidence of stretching. A sheathing and unsheathing test was not performed, due to the device condition.

Event description:
It was reported the filter wire tip detached. The target lesion was located in a moderately calcified carotid artery. A filterwire ez was selected for use in a carotid intervention procedure for treatment of stenosis. During the procedure, the tip of the filterwire detached. It was difficult to remove. The entire device was removed over the retract catheter. A new device, same model, was selected to successfully complete the procedure. There were no patient complications reported.

Event description:
It was reported the filterwire tip detached. The target lesion was located in a moderately calcified carotid artery. A filterwire ez was selected for use in a carotid intervention procedure for treatment of stenosis. During the procedure, the tip of the filterwire detached. It was difficult to remove. The entire device was removed over the retract catheter. A new device, same model, was selected to successfully complete the procedure. There were no patient complications reported.